Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01446; 346-12-705, s809 - trauma, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient fell causing ligamentous laxity. Surgeon performed I&d and upsized the poly insert.